Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
X-ray is from (B)(6) 2017. X-ray shows breakage of one screw. However many products were involved in the operation. Patient have heard a click sound in the back, after that she had pain for approx.. A week. Exact date is not known. Patient had done a quick movement, like placing a bag to her shoulder and heard this clicking sound. Had pain after that for a week. Then better.